Manufacturer narrative:
Batch review performed on 13 may 2022. Lot 2112403: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-oct-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month and 1 week after the primary surgery, the surgeon performed a washout and swapped the poly. The surgery was completed successfully.